Manufacturer narrative:
The insulin pump was programmed multiple boluses and monitored, uploaded properly using carelink pro; all bolus deliveries showed in carelink. No carelink anomalies noted. No unexpected a08 alarms, a17 alarms, a21 alarms, excessive no delivery alarms, a44 alarms, off no power anomalies, failed battery test alarms, low battery alerts, off no power alerts, bad battery alarms and battery out limit alarms. The insulin passed displacement, rewind, prime/a33, excessive no delivery, a21 error and off no power tests. The operating currents are within specification. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that he had an off no power alarm. Customer's blood glucose was 300 mg/dl. Customer stated that he did receive a low battery alert prior to the off no power alert. Customer stated that this is the second occurrence of the off no power alarm in less than 24 hours after the low battery warning. Customer was advised that the pump will need to be replaced. Customer was also advised that they may continue to wear the pump until the replacement arrives if they insert a new battery. Customer declined troubleshooting for other alarms that were found such as an unexpected restart, no delivery, battery out limit, and bad battery alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.